Event description:
Reporter indicated that the site's handheld computer screen would freeze after initial interrogation. A hard reset resolved the issue. The handheld computer and software were returned for product analysis. Analysis of the returned system confirmed the complaint of frozen screen after interrogation.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.